Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted visual inspection, electrical test, carto 3 evaluation and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. The carto 3 test was performed, in accordance with bwi procedures. No magnetic sensor issues were observed. During the magnetic sensor functionality test, the device was displayed correctly. Electrical test was performed on the device and it was found within specifications. No electrical malfunction was observed. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed, and no internal action related to the reported complaint were identified. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of quality process all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure for atrial fibrilation - persistent with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab identified a hemostatic valve separation. It was reported that a bayless transeptal needle was advanced through the valve of the vizigo sheath and the sheath needed to be replaced. The sheath was replaced and the case proceeded. The carto 3 system is operating per specs and is not responsible for the product issue. Based on the minimal information available and the device issue being unspecified, this event was assessed as not MDR reportable. On 21-jul-2021, the bwi product analysis lab received the complaint device for evaluation. On 13-aug-2021, visual analysis of the device observed the hemostatic valve is dislodged inside the hub of the device. This finding is considered to be an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 13-aug-2021 and reassessed it as MDR reportable.